Event description:
It was reported that the pump is emitting "not primed" alarms. The cartridge was changed but the alarm continued. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor pins were found to be damaged, and the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor pins were found to be damaged. The pump was exercised and after 1 hour the pump emitted loss of prime warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r. (B)(6). (B)(4).